Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported info.

Event description:
This is the second report of two cases involving a lumbar drainage set MFR report #9612007-2010-00031 (B)(4). A lumbar drainage set, a 70ml reservoir failed to drain via the stopcock into the collection bag. There appeared to be a blockage at the stopcock. On closer inspection, there appeared to be a membrane, which was only accessed with a needle so fluid could be expressed. The surgery was delayed for 5 mins. Further info has been requested.